Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported during insertion, the guide wire was threaded into the vessel followed by the catheter being threaded down the wire. When an attempt was made to remove the needle and the guide wire the clinician was unable to get the components separated from the catheter. The guide wire unraveled to more than twice the original length making it difficult to remove from the vessel. As a result, the catheter was removed with the needle and guide wire. There was no delay in treatment and no patient death or complications reported.